Event description:
This is a spontaneous report by a nurse from the USA of the patient was feeling bad and peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date the patient began treatment with dianeal pd4 ambuflex (lot number, dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unreported date, the patient was feeling bad and the nurse was unable to get fluid. On (B)(6) 2011, the patient was diagnosed with peritonitis manifested by abdominal pain. At that time, a pd effluent culture could not be performed as fluid could not be withdrawn. On (B)(6) 2011, the patient was hospitalized and was treated with unspecified intravenous antibiotics. On (B)(6) 2011, the patient was placed on back up hemodialysis because the pd catheter was blocked and dianeal therapy was interrupted. On (B)(6) 2011, the patient had surgery to remove the pd catheter. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering. On (B)(6) 2011, the patient had a new pd catheter placed and was receiving weekly catheter flushes with dianeal solution (specific solution not reported). Dianeal therapy was withdrawn. The nurse reported that the events of peritonitis with culture positive for coagulase negative staphylococcus and peritonitis with culture positive for candida tropicalis were not related to the dianeal therapy. An opinion of causality was not reported for the event of feeling bad.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (gd879908) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is report 2 of 2 involved in this peritonitis event.